Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event that the plate broke can be confirmed based on investigation, the root cause of the determined event was attributed to a user/patient related issue. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. The submitted x-rays show an unstable comminuted distal periprosthetic femoral fracture. Besides intramedullary nailing, internal fixation with an axsos distal femur plate is state of the art in such distal femoral fractures, particularly in cases with extension near to the knee joint. Therefore, the indication and the surgical procedure was estimated as absolutely correct by medical expert. There is no particular information on the postoperative weight bearing, but the event description reads that the patient had dementia. Due to the fact that it this pathology does not always permit the patient to be compliant with regulations on limited reduced weight bearing, stryker contraindicate the use of this device in the IFU. V15013 k non active implant IFU reads : ¿contraindications the physician's education, training and professional judgement must be relied upon to choose the most appropriate device and treatment. Extract: contraindication: any mental or neuromuscular disorder which would create an unacceptable risk of fixation failure or complications in postoperative care. [¿] any mental or neuromuscular disorder which would create an unacceptable risk of fixation failure or complications in postoperative care.¿ original statement final conclusion from medical expert: ¿the given case clearly presents a typical fatigue breakage of a fixation plate due to overloading n an unstable fracture constellation in a patient suffering from dementia, who was not able to comply with weight bearing restrictions.¿ original statement indications for any material, manufacturing or design related problems were not determined in the investigation. If any further information is provided, the investigation report will be updated.

Event description:
The sales representative reported on behalf of the customer, an axsos distal lateral femoral plate (12 hole plus 2 cables), implanted using an open plating technique in (B)(6) 2014 into an (B)(6) patient with a total left knee replacement to stabilize a periprosthetic spiral fracture, had allegedly fractured through the screw hole, on (B)(6) 2014. The customer reported that at the time of the event, the patient was 50kg, (B)(6) with dementia and living in a nursing home. The customer also reported that the weight bearing instructions were unclear. The representative reported on behalf of the customer that the plate has since been removed, although the date of explant is currently unclear. The customer has further reported that x-rays will be available and that he will supply these along with other information about the reported event after he returns from annual leave in 2 weeks time.

Event description:
The sales representative reported on behalf of the customer, an axsos distal lateral femoral plate (12 hole plus 2 cables), implanted using an open plating technique in (B)(6) 2014 into an (B)(6) year old patient with a total left knee replacement to stabilize a periprosthetic spiral fracture, had allegedly fractured through the screw hole, on (B)(6) 2014. The customer reported that at the time of the event, the patient was (B)(6) years of age with dementia and living in a nursing home. The customer also reported that the weight bearing instructions were unclear. The representative reported on behalf of the customer that the plate has since been removed, although the date of explant is currently unclear. The customer has further reported that x-rays will be available and that he will supply these along with other information about the reported event after he returns from annual leave in 2 weeks time.